Event description:
Device showed 87 percent battery prior to being put into MRI mode. Patient underwent a 1.5t craniocerebral exam for about 10 minutes. After the examination, the doctor programmed the device again, showing eri and the battery remaining 0. Device currently remains implanted. Should additional information be received, this file will be updated.